Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. The customer stated that she received the alarm after the priming process, the filling the tubing stage and inserting the infusion set. The customer's blood glucose was 300 mg/dl. Troubleshooting could not be performed because the customer had already resolved the alarm by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Advised that infusion sets would be sent. Nothing further reported.